Event description:
It was reported that it was not possible to interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD) during follow-up. No error messages were displayed; however, the device was emitting a regular tone pattern. Attempts to reset the device were unsuccessful. It was noted that the patient had not had any recent radiation or scans. The device was replaced and returned for analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the exterior revealed no anomalies. There was no telemetry; no rf wake-up pulses were being emitted from the device. A known good crystal was attached to the hybrid and the device then had normal current draw and telemetry. This device behavior is consistent with a rare, shortened telemetry wake-up pulse behavior associated with a telemetry component (oscillating crystal) within the rf circuit, resulting in an intermittent inability to interrogate the s-ICD.

Event description:
It was reported that it was not possible to interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD) during follow-up. No error messages were displayed; however, the device was emitting a regular tone pattern. Attempts to reset the device were unsuccessful. It was noted that the patient had not had any recent radiation or scans. The device was replaced and returned for analysis.

Event description:
It was reported that it was not possible to interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD) during follow-up. No error messages were displayed; however, the device was emitting a regular tone pattern. Attempts to reset the device were unsuccessful. It was noted that the patient had not had any recent radiation or scans. It was decided to admit the patient to the hospital pending device replacement.